Event description:
Information was received indicating that a cadd medication cassette was cracked and leaking IV remodulin therapy. It was reported the patient had no side effects and had discarded the packaging, no lot numbers were available. No adverse patient effects were reported. No additional information is available.